Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20810154, expiration date 09/30/2015). (B)(4).

Event description:
Customer received a result of 98 mg/dl on compact plus system 1, and a result of 14 mg/dl on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. The customer's husband brought her orange juice, which she was able to consume by herself. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.